Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, an increase in capture threshold and decrease in r wave amplitude were observed on the right ventricular (rv) lead. The physician alleged inflammation of tissue at the lead tip as the cause. The rv lead was repositioned successfully to resolve the event. The patient was stable with no consequences.